Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient received an unspecified high cgm value displayed on his tandem insulin pump. The patient self-administered insulin through the pump in accordance with his routine diabetes management. Upon returning home, the patient¿s cgm displayed a reading of 220 mg/dl, at which point he began experiencing chest pain and vomiting. The patient¿s parent contacted 911. While awaiting ems arrival, the patient¿s ketone level was checked and found to be high. Once ems arrived, a bg meter reading measured 78 mg/dl, while the cgm continued to display 220 mg/dl. The patient was transported to the emergency room, where his bg meter reading remained ¿close to 78 mg/dl,¿ with the cgm still reading 220 mg/dl. Despite the near-normal bg meter values, the patient was diagnosed with diabetic ketoacidosis (dka), specifically euglycemic dka. Treatment included intravenous fluids and intravenous insulin. The patient remained hospitalized for more than 24 hours and was discharged on (B)(6) 2026. At the time of the report, the patient stated he was ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/5/2026. It was clarified that on 02/14/2026, the patient received an unspecified high cgm value displayed on his omnipod 5 pump. No additional patient or event information is available.